Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, the device was unable to distribute electric current. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2012. According to the complainant, during the procedure, the device was unable to distribute electric current. The procedure was completed with the same non-bsc active cord and another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, the device was unable to distribute electric current. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2012. According to the complainant, during the procedure, the device was unable to distribute electric current. The procedure was completed with the same non-bsc active cord and another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length/distal tip of the returned device including cut wire was twisted. A functional evaluation found that the wire's resistance and ability conduct current were within specifications. Testing of the device found it met specification with respect to electrical performance, therefore, the most probable root cause for the customer complaint is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, the device was unable to distribute electric current. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.